Manufacturer narrative:
Investigation summary: the reported complaint of tear on the balloon was confirmed. During visual inspection a tear was observed on the balloon of the td catheter. It is unknown how and when the tear had occurred on the balloon. The probable cause of the tear on the balloon is unknown. A device history record lot# review could not be conducted because no lot number(s) was/were identified.

Event description:
A complaint was received regarding td catheter, 8f, 5 lumen, 110 cm, ra/ra, heparin coated, lf that experienced balloon rupture. It was stated in the report that the pa catheter balloon ruptured while in the patient. The sample is available for evaluation. The event occurred on (B)(6) 2025 during use. There was patient involvement, and no adverse event reported.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.